Event description:
A report was received regarding the precision mpi table. Two shoulder supports were affixed to the pt table prior to an exam. The semi-conscious pt was placed on the table and the table was tilted about 35 degrees in the head-down orientation. The 3 attending technicians reported hearing a popping sound, after which the pt began sliding head first off the table. The pt was caught by the techs before hitting the floor. A laceration on the back of the pt's right hand was reported.